Event description:
It was reported by service report that the head end brakes were not applying enough brake force. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Evaluation: brake bar.